Event description:
The st. Jude medical rep phoned to report that no communication could be established during a follow-up session. Multiple attempts were made to interrogate the ICD and each attempt resulted in a warning message, "communication attempt failed."